Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken or detached wire occurred. Product has been received, but the investigation is being reviewed. A follow up report will be submitted upon completion. No injury or medical intervention was reported.